Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 200mg/ml at 1036mcg/day via an implantable pump. The indications for use were intractable spasticity and other spasticity . The critical pump alarm was going off. The patient reported hearing it when they woke up on (B)(6) 2016. The patient stated no new electrical devices, magnets or change in his behavior potentially causing the device to alarm. Pump interrogation showed motor stall occurred at 5:45 on (B)(6) 2016 and motor stall recovery occurred on (B)(6) 2016 at 14:50. Patient went to the ER for evaluation. X-rays were also taken on the same evening showing the system appeared intact. On (B)(6) 2016 a cap procedure was done to check patency of catheter. The catheter was reported to be patent. The managing physician and the patient decided since he was only about 20 months from replacement anyway they decided for replacement at this time despite no apparent change in his clinical assessment. Only the pump was replaced as the catheter was flowing and patent. The patient did not experience any signs or symptoms of withdrawal. No adverse reactions were noted. The patient status at the time of the report was noted as alive no injury and the issue was resolved. The patient recovered without sequela.